Event description:
The sonicision 7 curved jaw cordless ultrasonic dissector broke inside patient , the piece got pulled out. Got new one and replace the broken one. Manufacturer response for instrument, ultrasonic surgical, sonicision 7 (per site reporter). Waiting for their response.